Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 92 mg/dl. Customer stated that paramedic came and he was treated at the scene and not hospitalized. Customer stated that it was not the pump and does not wish to do any low blood glucose troubleshooting. Customer was assisted with programming and educate and it was successful.